Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the yellow oring was not visible at battery cap when the power was interrupted, and that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: a review of the pump¿s black box data revealed a pump reboot. There was no visible damage to the battery compartment; however, there was evidence of moisture inside. The returned battery cap was found to have stripped threads, and was unable to fully secure onto the pump. The pump could not be exercised for 24 hours with the returned battery cap, due to duplicated pump reboots. A test cap was used to complete the investigation, and was able to fully secure onto the pump. The pump was exercised for 24 hours with the test cap, with no power interruptions or duplicated alarms. The leak test passed. The pump was opened and no moisture was observed on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.